Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that in an unspecified timing, it was found that there was foreign material at base of the forceps elevator of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that there was foreign blue material at base of the forceps elevator of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined, but based upon the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the adhesion of external foreign material other than the components of the subject device due to user handling. If additional information becomes available, this report will be supplemented.